Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The site reported; quattro catheter was inserted in the patient for the purpose of treating post cardiac arrest. It was noticed a while later that the saline level was low. The operation of a thermogard was suspended and the catheter was removed. A new quattro catheter was inserted in the patient and the thermogard was restarted. With the second catheter, the saline level did not decrease. Treatment was continued. There is no health injury to the patient.

Manufacturer narrative:
The quattro catheter s/n: (B)(4) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for quattro catheter lot # 62752. Upon receipt, a visual inspection for the returned catheter found the catheter was cut from the tubings, traces of desiccated blood in the balloons, shaft, luered tubings and infusion ports. With the condition of the catheter as received, the functional testing of the catheter could not be performed. As the evaluation was not performed on returned device, reported complaint cannot be determined.